Manufacturer narrative:
Cont. H.6. Health effect f1905-device revision or replacement; f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture grade, baker grade IV diagnosed by ultrasound. Device was explanted and replaced with a non-allergan brand. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Crease/folding of implant: observed, creases on the device. Lump/nodule-ndr: not applicable, as the event is not related to the device. Additional observations: white particles observed, on the surface of the shell. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, capsular contracture, grade, baker grade IV. Diagnosed by ultrasound. Device was explanted and replaced with a non-allergan brand. This record relates to the right side.